Event description:
It was reported that after a right internal carotid artery stenting procedure, arteriotomy closure of the right femoral artery was attempted using the starclose se device. Reportedly, after the procedure the patient presented to the emergency room with groin site bleeding. Bleeding was treated with a topical skin adhesive. The patient was discharged to home. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. After the procedure bleeding at the site reoccurred, this can be influenced by, but not limited to, patient anatomical conditions, operator deployment technique, and manufacturing. Possible contributing factors for blood seeping out from the puncture site could be caused by patient anatomical conditions such as the reported, the patient use of the anticoagulant heparin. Additionally the patient was reported to have a history of high blood pressure. Although there were no reported abnormal deployment technique of the operator, such as, a loose exchange sheath, a late skin incision after anticoagulants are administered, a small vessel disruption in tissue tract, or by multiple punctures. During manufacturing all devices undergo inspection to verify that the locator wings deploy properly, collapse completely, are aligned, and are not damaged. Based on the reported information and the inspection criteria, a definitive cause for bleeding at the groin site after the procedure and associated patient effects could not be determined. A query or review of the complaint handling database was not performed because the device was not returned and the lot number was not reported. To assure that all products perform according to specifications they undergo multiple deployment related inspections. A sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.